Manufacturer narrative:
H6. Investigation: one photo of a loose 3ml syringe with needle attached and clear fluid inside was received and evaluated. It was observed there was a lengthwise crack extending from the 1ml to the 1.5ml marking, which was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9241208 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Samples were sent to bd for review but are stuck in customs. H3 other text : see h10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had a crack and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: 9241208. It was reported that one syringe had a hairline crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. According to the client, one syringe had a hairline crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. Only this 1 syringe appears to be affected. (Many from the same box have been used without issue). No patient impact. Issue discovered during pharmacy use. This would always be discovered before the medication would reach a patient. Defective syringe is available for investigation.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had a crack and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: 9241208. It was reported that one syringe had a hairline crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. Please be advised that we have received a customer complaint regarding a 3ml luer-lok tip syringe. According to the client, one syringe had a hairline crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. Only this 1 syringe appears to be affected. (Many from the same box have been used without issue). No patient impact. Issue discovered during pharmacy use. This would always be discovered before the medication would reach a patient. Defective syringe is available for investigation.

Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 3ml syringe with needle attached and clear fluid inside was received and evaluated. It was observed there was a lengthwise crack extending from the 1ml to the 1.5ml marking, which was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch: 9241208 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had a crack and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 , batch no: 9241208. It was reported that one syringe had a hairline crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. Verbatim: please be advised that we have received a customer complaint regarding a 3ml luer-lok tip syringe. According to the client, one syringe had a hairline crack. During final verification of the medication preparation, it was discovered that the syringe was leaking. This 1 syringe appears to be affected. (Many from the same box have been used without issue). No patient impact. Issue discovered during pharmacy use. This would always be discovered before the medication would reach a patient. Defective syringe is available for investigation.